Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch form report no. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the umbilical arterial catheter found to be leaking at the junction of the catheter and hub. The physician was notified and uac removed.